Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was damage out of the ordinary. Issue occurred prior to start during inspection. The instrument was not used so no cautery issue. There was no signs of thermal damage. There was fragment that fell off the instrument. Instrument is available for return. No photo or video recording of the procedure is available. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent the damaged wire insulation do not show damage. Common causes of damage insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.